Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Pneumonia is a known complication of an n j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in belgium underwent a procedure for the placement of nasal jejunal tube. On (B)(6) 2020, it was reported the patient had a pneumonia and was treated with intravenous augmentin.